Manufacturer narrative:
Device evaluation: the axium coil was returned for evaluation still within the echelon microcatheter. As the received, the device condition was contradictory to the reported event description. The proximal end of the axium pushwire was found to be extending out from the echelon microcatheter hub. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The echelon microcatheter body was found to be bent at approximately 1.3cm and 0.3cm from the distal tip. The axium implant coil was found to be knotted, damaged and stretched and extending out from the echelon microcatheter¿s distal tip. The implant coil was pushed out from the distal end of the echelon microcatheter for evaluation and was found to be knotted, damaged and stretched with the polypropylene filament broken, but still attached to the pushwire. Under the microscope, the coin was found to be located against the lumen stop and the shield coil was found to be present. All other subassemblies appeared to be normal and no other anomalies were observed. There was no evidence found of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. Based on the device analysis findings and the reported event details, the customer report of ¿pre-mature detachment¿ could not be confirmed. The axium pushwire and implant coil were still found to be attached. The implant coil was found to be knotted and stretched; however, the cause for the damages could not be determined. Follow-up was conducted to clarify the correct device was returned and for additional event clarification; however, no further information has been obtained. All coils are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The device is expected to return, however it has not yet been received. As a result, no conclusions can be drawn as to the cause of the reported information at this time. Should the device return for evaluation a supplemental report will be provided.

Event description:
Medtronic received information that the coil detached in the microcatheter. The coil and the microcatheter were retrieved. Nothing was left in the patient. The physician replaced with a new coil and microcatheter to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.